Event description:
It was reported that during routine follow-up, the atrial lead was found to be dislodged. The patient was stable and the lead was disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.